Event description:
Sterility issue: hair strand was found in the needle box that came with the cmc anterior spine pack. Sterile field/set-up disassembled and new sterile supplies and instrumentation obtained and opened.